Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient was doing heavy work outside in the heat on (B)(6) 2013, and had started feeling nauseated at work that day. Patient had severe fluid loss due to working outside in the heat. Kept drinking water but nothing else to replenish the electrolytes. The next morning, he had nausea and vomiting, was very achy and could not keep anything down. He gave injection by syringe and bg came down to 200 mg/dls but went back up his parents took him to the hospital where he was admitted on (B)(6) 2013, with hyperglycemia: severe frequent urination and dry mouth, and large ketones. His blood glucose (bg) on admission was 328 gm/dl. The patient feels he got heat exhaustion due to being out in the heat for the job, and the insulin got hot. He denies abdominal cramps, shortness of breath or chest pain. The patient was given 4 bags of fluids and then started IV insulin drip. Pump was discontinued at time of admission by hospital staff. There was no issue noted with inset or site. Patient changes set every 2-3 days and rotates per health care provider (hcp) instructions. Insulin is stored in a closet in a cool dry place. He was discharged on the pump on (B)(6) 2013, with a bg in the 100 mg/dl range. The patient did not want to review pump with customer support (cs). Parents and patient are not implicating the pump. The patient reports pump is set is delivering correctly, and reports that the admission was caused by heat exhaustion and compromised insulin. Cs advised patient to discuss scar tissue and site rotation due to different areas of the body with hcp the insulin is absorbed slower or quicker could cause erratic bg. Cs advised patient to discuss with hcp what to do when working in the heat and taking care of insulin. He changed site/set and insulin vial before leaving hospital. There is no allegation or indication of pump malfunction. This complaint is being reported due to the user error of using insulin in high ambient temperature, and then having hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.